Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a low blood glucose event. The customer¿s blood glucose was 45 mg/dl at the time of incident. Customer's blood glucose reading was 110 mg/dl at the time of call. Customer stated that the insulin pump up and down buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 45 mg/dl and treated with food and glucose tablets. Customer declined low blood glucose troubleshooting. Customer also reported that the insulin pump battery does not last long and there is a green line on the center of the screen. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.